Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while detaching pulmonary aorta in a laparoscopic radical resection of lung cancer, the staple of the device was poorly formed and did not close the blood vessel. The staple line was also distally incomplete. To resolve the issue, the surgeon clamped the bleeding point urgently with a clip applier. The device was also replaced with a new one.